Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026 in the (B)(6), patient with scar tissue at infusion set insertion sites experienced improper site selection and insertion into scar tissue areas, leading to infusion set malfunction and inadequate insulin delivery. This resulted in severe hyperglycemia and diabetic ketoacidosis (dka), requiring hospitalization.